Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced discomfort at the implant site. It was noted that one of the three epidural stimulator lead was exposed and coming through the patient's wound. The patient underwent a revision procedure wherein the exposed lead was removed and the surgical incision at midline and pocket area was irrigated and washed out. No device malfunction was suspected. It was reported that the suture broke causing the lead to be exposed. The patient was doing well postoperatively.